Event description:
The customer reported troubleshooting a charger fail problem and ordered a battery charger pcb.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.